Event description:
The event involved a microclave¿ clear connector where it was reported that upon connecting the device during infusion it was found that the connector leaked. The device was replaced with a new set. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending. Additional reporter: (B)(6).

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.